Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that when the unit was booted-up it alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
Updated.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable per to address the reported problem.